Event description:
Procedure : laparoscopic ssigmoidectomy the staples of the instrument didn't close properly. The mesocolon was sectioned with the size 60 staple cartridge. However, there was a haemorrhage along the row of staples which was treated with bipolar coagulation. The rest of the intervention took place without any observed difficulty. However, before proceeding with creating the anastomosis the surgeon dilated the anus with sizinf tool. When the surgeon advanced the dilator. The staple line opened. The surgeon then re-dissected the rectum after having closed it and after having changed the stapler. The surgeon was able to re-staple the tissue satisfactorily. Post operatively the pt status is ok.